Event description:
It was reported that, in the dutch arthroplasty registry (lroi) from the netherlands, a total of two hundred twenty-eight (228) knees underwent cementless primary tka procedures between 2007 and 31-dec-2023, using a genesis ii tka system. From these, eleven (11) knees were later revised due to unspecified reasons. Timeframe of registry data: cementless primary tkas conducted between 2007 and 31-dec-2023 in the netherlands.

Manufacturer narrative:
Reporting quarter: 1 (january 1 - march 31, 2025) url: https://www.lroi.nl/jaarrapportage summary of adverse events: it was reported that, in the dutch arthroplasty registry (lroi) from the netherlands, a total of two hundred twenty-eight (228) knees underwent cementless primary tka procedures between 2007 and 31-dec-2023, using a genesis ii tka system. From these, eleven (11) knees were later revised due to unspecified reasons. Timeframe of registry data: cementless primary tkas conducted between 2007 and 31-dec-2023 in the netherlands. Analysis conducted: based on the most recent safety and performance evaluation, the genesis ii total knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. According to the lroi 2024 annual report available at https://www.lroi.nl/jaarrapportage, a total of two hundred (228) cementless primary tka procedures with genesis ii devices have been performed in the netherlands between 2007 and 31-dec-2023. The cumulative revision rates of cementless genesis ii devices at years 3 through 7 are slightly above those of the cementless lroi tka class (referred to as ¿the class¿ below) with overlapping of confidence intervals which suggests that the difference is statistically non-significant. The following cumulative revision rates with 95% confidence intervals are presented in this report: o at 1st postoperative year: 0.88% (0.00%-2.11%) vs 0.99% (0.84%-1.15%) of the class. O at 3rd postoperative year: 4.65% (1.83%-7.47%) vs 3.53% (3.23%-3.83%) of the class. O at 5th postoperative year: 4.65% (1.83%-7.47%) vs 4.37% (4.03%-4.71%) of the class. O at 7th postoperative year: 5.25% (2.21%-8.28%) vs 4.90% (4.53%-5.27%) of the class. O at 10th postoperative year: 5.25% (2.21%-8.28%) vs 5.53% (5.11%-5.95%) of the class. Out of all revisions reported, six were considered major revisions which involved removal of both femoral and tibial components (5) and tibial component only (1). If the femoral or tibial component was not revised it was considered a minor revision which included patella only (3) and insert/patella only (1). Those without adequate information provided to lroi were considered missing/unknown which occurred in 1 case. Major revisions of cementless genesis ii knees had a 5-year cumulative revision rate of 2.81% (0.59, 5.02) which was not significantly different from the cementless tka class of 2.68% (2.41, 2.95) based on overlapping confidence intervals. At 7 years, the cumulative revision rate of cementless genesis ii constructs was 2.81% (0.59, 5.02) which when compared to the cementless tka class (3.02%; 2.73, 3.32) was lower and appear not to be statistically significantly different based on overlapping confidence intervals. A similar scenario is presented at 10 years. The stratification of femoral component material (cocr femoral components versus oxinium femoral components) and the corresponding demographics are not available in the lroi; therefore, the usage of oxinium femoral components in younger patients as shown by other registries (e.g eprd, njr-UK) could not be further analyzed. Also, the reasons for revision are not available in the lroi to conduct further analyses. Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health have been identified. The reported harms relate to known inherent procedural outcomes that are appropriately documented in our risk files. No individual investigations into the reported events are deemed necessary. Additional action(s) taken: no additional actions are deemed necessary at this time. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.

Manufacturer narrative:
H11: this report is submitted in response to the FDA¿s observations regarding smith+nephew¿s (s+n) summary MDR reporting practices under lit2400780, communicated on july 1, 2025. As a result, the data previously reported through MDR 1020279-2025-00537 is no longer valid as it will be migrated and submitted under MDR 1020279-2025-00534 by the end of the third reporting quarter, as agreed with the FDA.